Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when the flex deflectable videoscope was plugged and no image was displayed, the screen remained blank. The issue was observed during the device setup and inspection, before the patient was in the room. The cause of the reported issue is currently unknown. There was no patient involvement, and no harm was reported as a result of the event.